Event description:
Additional information was received that the patient had elective generator replacement that was complicated by a post-operative wound infection. Another physician attempted in situ treatment of the infection. The infection was at the generator site, but the whole system was removed due to chronic infection. Cultures were taken but returned negative as the patient had been on a long term antibiotic. No patient manipulation or trauma occurred that is believed to have caused/contributed to the infection.

Event description:
Lead analysis was performed: what appeared to be white deposits were observed on inner silicone tubing. Energy dispersion spectroscopy was performed and identified the deposit as containing silicon, phosphorus and calcium. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device.

Event description:
On (B)(4) 2013, it was reported that this vns patient had an infection at the surgical site along with generator extrusion. The patient was to be kept on antibiotics for several weeks. Clinic notes from (B)(6) 2013 indicated that the patient was having more brief seizures but the clusters were not lasting as long. The patient had an infection at this time in the pocket that was being treated with antibiotics. No changes were made to settings. The patient also presented with an infected suture line with some purulent drainage that improved on antibiotics with some redness. The site was cleaned on this date. Notes from (B)(6) 2013 indicated that there was progressive opening of the wound such that the generator could be seen. It was believed that the patient's brace may have put pressure on the incision and continued to breakdown of the wound and/or wound infection. Follow-up showed that the patient was previously seen on (B)(6) 2013, and the patient's seizures had not significantly improved because the patient was not up to his previous settings. The increase in seizures from (B)(6) 2013 was believed to be related to the lower settings, but the relation to baseline was unknown. Additional follow-up showed that cultures returned negative because the patient was treated at different facility with antibiotics. There was no known patient manipulation or trauma that is believed to have caused/contributed to the infection. The infection was at the generator site with no visible infection at the lead site. A review of device history records showed that both the lead and generator were sterilized prior to distribution. Lead and generator explant occurred on (B)(6) 2013, and the devices were returned on (B)(6) 2013. Generator product analysis concluded that the device was operating properly. Electrical tests showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.